Event description:
The customer states that the accu-chek advantage meter has exploded. He also states that there are burnt marks on the screen and the meter powers off after the insertion of the strip. No reported smoking, melting. Flaming, or smell of fumes. Also during the call, the customer states that the burn marks are no longer apparent. No actions taken or treatment given. No adverse event reported. New system sent to customer and return requested.